Manufacturer narrative:
A partial lead was returned in one piece measuring 68.6 cm with the helix extended and clogged with blood/tissue. Visual examination found an extraction tie, suture sleeve tie impressions, and insulation cuts attributed to procedural damage. No conductor fractures were noted and shorting was found due to procedural damage. The reported event of insulation anomaly was unconfirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-04753. It was reported that the patient presented to the hospital. It was noted that the left ventricular lead had a high capture threshold and was causing phrenic nerve stimulation. The generator was displaying the elective replacement indicator. The physician began the procedure to replace the generator and left ventricular lead. During the procedure, the physician found an insulation anomaly on the right ventricular lead. The physician explanted and replaced both leads and the generator. There were no patient consequences.